Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - two further test strip vials (lot#3798690) were returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 at 08:15pm the patient obtained a result of ¿119mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿42mg/dl¿ obtained on a onetouch ultra device. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in these results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that on (B)(6) 2015, at 08:20pm the patient was treated by a healthcare professional (hcp) with ¿sugar¿ and at 08:25pm had a blood glucose test performed on a freestyle meter which gave a result of ¿69mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a hcp after the alleged meter issue occurred.